Manufacturer narrative:
The reported issue of inoperable ipg was confirmed. As received, the device was not running the therapy application software; it was also noted the juno processor was in a stuck state. After manually clearing the stuck processor condition, an attempt to boot the device into therapy app state, using the uep inductive tool was unsuccessful. The, as received, condition of the ipg is consistent with the unrelated surgery that the patient reported having after which, the device no longer communicated. There is guidance noted in the clinicians manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system. As a result of this finding, actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had surgery where the device was not placed in surgery mode. Subsequently, the patient has been unable to connect to the ipg. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Therapy was restored.